Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead perforated the heart wall. Following placement of the rv lead, the patient's blood pressure started to drop. The physician called a code, and the patient was intubated and put on a ventilator. An echocardiogram was performed, which confirmed the perforation and also showed consistent cardiac motion. The perforation was small and was closing, so no percardiosentisis was necessary. However, an arterial line was inserted into the radial artery in the wrist to monitor blood pressure. Once the patient had stabilized, the pocket was closed and the patient was sent to the intensive care unit for recovery. The rv lead remains implanted. No additional adverse patient effects were reported.